Event description:
Plaintiff alleges that as a direct and proximate result of her continued and repeated use of latex gloves, she has suffered type-I latex allergy. Further alleges that she has suffered great loss and depreciation of her earnings and earning capacity, hand sores, hives, dermatitis, runny eyes and nose, great despair and loss of enjoyment of life. Plaintiff's children allege loss of consortium of their mother. Plaintiff's spouse alleges loss of consortium of his wife.